Event description:
It was reported that the patient was admitted on (B)(6) 2024 from the emergency room after their sternal wound opened. A non-contrast computed tomography (CT) was performed and it appeared like there was no deep sternal involvement or drainable abscess/pus pocket per the surgery team and the wound was not deep enough for vacuum assisted closure. The chest had an acute surgical wound and had a status of not healed according to wound care consultation. The initial wound encounter measurements were 8 centimeters (cm) by 1 cm with a 0.1 cm depth. The peripheral wound skin texture, color, and temperature were all normal. There were no signs of infection and the wound appeared superficial. The plan was to have the wound cleaned with saline, dressed with sorbact (wound dressing) and foam dressings, then changed 3 times a week and as needed. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient was discharged and remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1, "introduction," lists wound dehiscence as an adverse event which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.